Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with a driveline fault alarm. It was noted that they were a severe non-compliant patient and had gone many months without a routine clinic visit. The patient had been applying electrical tape along their driveline for driveline tears. At the patients last visit rescue tape was applied however the patient was not on anticoagulants (ac) and had not had an echocardiogram for a year at that point. It was suspected that the patient may need a full driveline revision due to fully exposed wires past the yellow braided cable. Log files were submitted for review and captured driveline power fault alarms starting on (B)(6) 2024 at 7;43 am until 10:18 am. The system controller and modular cable were replaced with new equipment and the alarms resolved. Related manufacturer reference number: 2916596-2024-04190 (pump). Related manufacturer reference number: 2916596-2024-04192 (modular cable).

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue was observed on both system controller power leads. Fluid ingress was observed within the system controller housing and on both system controller power leads. The strain reliefs on the connector side of both the black and white power lead was broken. The reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing of the returned system controller. Log files were submitted and downloaded for review, and data from the reported event date of 21jun2024 was reviewed. The log files captured a driveline power fault alarm from 07:43:33 to 11:40:22 that was associated with a power a broken fault. The alarm resolved once the driveline was disconnected at 11:40:51 to exchange the system controller and modular cable. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 15apr2019. Battery inspection data was reviewed for the 11v backup battery, serial number: (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.